Manufacturer narrative:
Unit received with bleeding low center portion of lcd glass. Unit received with cracked case on the back of the battery tube area, reservoir tube lip, and battery tube threads. Unit received with minor scratched lcd window and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a long crack. The crack was from the top of the insulin pump, along the length of the battery tube. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.